Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple intermittent occlusions occurred. All issues occurred in the past therefore no troubleshooting could be performed. No reported adverse impact to the customer's blood glucose. Customer changed out all supplies and resumed insulin delivery.